Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed and no anomalies were found. (B)(4).

Event description:
It was reported that the lid to the sterile portion of the right ventricular (rv) lead popped open and the lead tip came out and in contact with the outer packaging. The lead was not used. No patient complications have been reported as a result of this event.